Manufacturer narrative:
(B)(4). Antibackup plate. The ec45 device was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. The firing mechanism was not working properly as the device was returning to the home position after 1 stroke. No functional test could be performed due to the condition of the device. The nozzle of the device was disassembled to verify the condition of the components and the antiback-up spring and antiback-up plate were noted to be disengaged. This condition would not allow the engagement with the firing rod thereby preventing the plate from holding the rod after the first stroke. While no conclusion could be reached the components got disengaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, on the first firing with the white reload on the small bowel, the surgeon felt a "spring crunch"' with a proceeding lockout. Four to six staples had started to be formed during this first lockout. The instrument was unloaded, cleaned, and reloaded with another white reload but the lockout occurred again. The bad instrument was removed from the field and a new device was obtained which worked as advertised. No patient outcomes were noted due to misfire.